Event description:
The customer called philips to report that the device had "locked" and no selections could be made (no button presses had a response). There was no reported patient involvement.

Manufacturer narrative:
(B)(4).